Event description:
On (B)(4) 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). On (B)(6) 2004, the vad coordinator contacted the manufacturer reporting that on (B)(6) 2004, the patient's controller had alarmed red heart/yellow wrench with audible tones while the patient was on batteries. The vad coordinator recorded waveforms and sent them into the manufacturer for analysis. The analysis of the waveforms showed a possible bearing problem based on eject phase of the cycle. The manufacturer has requested a vent filter for analysis. On (B)(6) 2004, the vad coordinator called the manufacturer with an update on the patient. The patient had been placed on ip actuation with a stroke volume limiter. The patient remains stable and is awaiting a heart transplant.

Manufacturer narrative:
The manufacturer received the device on (B)(4) 2004, and it is currently being analyzed. No further information is available at this time.